Event description:
Stent came off the balloon in left main without being deployed. In trying to deliver the stent around the angle of the left main, left circumflex, the stent became entrapped, and subsequently dislodged from the balloon. We then attempted to snare this with multiple snares - a 2 mm and a 4 mm snare, but could not grab the stent.what was the original intended procedure?percutaneous intervention to the left circumflex, left main.